Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the very limited information for this procedure it was unfortunately not possible to conclude the exact root cause for this event. It is known that false lumen growth among others can be caused by re-entry tears, stent induced new entries, or re-entry flow. All are well known complications to endovascular treatment of dissection. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) male patient underwent tevar with zteg-2p-34-202-pf-d((B)(4)) + gzsd-36-123-2 ((B)(4)). On (B)(6) 2015: a 1-month follow-up contrast CT confirmed enlargement of the false lumen compared with pre-procedure. (Thoracic aorta, pre-procedure 14mm --> 1-month follow-up 20mm). Patient outcome: there have been no significant medical problem on the patient reported.